Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose readings of 497 mg/dl. Customer declined troubleshooting and stated that they have already reconnected the set and treated with a bolus. Device is not expected to return for analysis.